Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-02415. It was reported that chest pain and cardiac arrhythmias occurred. In (B)(6) 2016, the patient presented due to st segment elevation myocardial infarction (stemi). Subsequently, index procedure was performed. The 100% stenosed target lesion was located in the saphenous vein graft (svg) to first obtuse marginal branch (om1) artery. A 4.00 x 24 synergy ii stent and a 4.00 x 8 synergy ii stent were deployed to the lesion. A nicardipine and half dose of integrillin were also injected down the vein graft with timi 2-3 flow distally without residual thrombus. The patient was then transferred to intensive care unit(ICU) room in good condition without chest pain. The following day, the patient began having chest pain with pain scale of 8 out of 10. The patient was then emergently brought back to the cardiac cath lab for repeat coronary angiogram. The stent placed were widely patent. There was a loss of a distal marginal vessel that fed retrograde to the proximal circumflex. No intervention was done and the patient did well. Three days later, the patient was discharged.